Event description:
A falsely elevated troponin I result of 5.14 ng/ml was obtained on a pt sample. The result was reported to the physician who questioned the result. The laboratory repeated the test on the same sample and a result of 0.03 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. The most likely cause for this event was pre-analytical sample handling.